Event description:
During the phacoemulsification aspect of cataract removal right eye, the phaco tip became very hot and burned the cornea. This equipment checked out properly before the case began. The incident happened during the first 2 seconds of the phaco process, according to time documented on the machine/unit. Previously same problem occurred on 7/23/93 and 8/25/93 with different pts.